Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21 mm aortic valve presented sizing issue via tee imaging after an implant duration of 1 year, 1 month. No plan for re-operation at this point except monitoring. No additional details were provided.

Event description:
It was reported that a 21mm aortic valve presented sizing issue via tee imaging after an implant duration of 1 year, 1 month. The patient was very borderline stage 4/5 with her kidneys. The patient was evaluated for a valve-in-valve procedure due to severe stenosis. Patient was hospitalized due to stemi. Patient expired due to acute hypoxic respiratory failure before a valve-in-valve procedure could be performed.